Manufacturer narrative:
The field service engineer (fse) found that the sipper 2 flow path was clogged. The fse decontaminated sipper 2 syringe and did 30 measuring cell preparations. After decontamination, the primes and air purges were successful witn no alarms. The fse also found a pinch valve tubing and pinch valve needed replacement. He replaced the pinch valve tubing, the pinch valve 20 and 22, and replaced the seals of the sipper 1 syringe. He also ran checks and measuring cell preparations. The fse advised the customer to run the liquid flow cleaning to clean the sipper 2 flow path. Calibration and qc were performed and all values were within their ranges. The ft4 reagent lot number and expiration date were not provided. The service actions (syringe sipper assembly) resolved the issue.

Event description:
We receieved an allegation about discrepant resulst for 1 patient's sample tested with elecsys ft4 assay on a cobas 8000 e801 immunoassay analyzer compared to a different cobas 8000 e801 immunoassay analyzer. Initial result: > 7.77 ng/dl. Repeat result: 1.19 ng/dl. The questionable result was outside the measuring range. The customer noticed that it was released from the customer's middleware (data innovations) to the laboratory information system (lis) where it shouldn't. And therefore, repeated the sample. The repeat result was deemed to be correct. The customer amended the report with the correct result and reported it outside the laboratory.